Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used reservoirs and performed pre-fill reservoirs test. The reservoirs/transfer guards passed per inspection. Found no evidence of occlusion anomaly during filling. Also inspected the reservoir, snap-cap, and septum for anomalies; none were found. Ran occlusion test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed catheter tip test. Conclusion: reservoir was not occluded.

Event description:
It was reported that insulin leaked from the reservoir. The blood glucose reading was 72 mg/dl. The customer reported that the no delivery alarm from the insulin pump was resolved by a complete set change. The customer was unable to troubleshoot at the time of the call. Unable to determine the cause of the issue. Advised return of the reservoir and transfer guard based on the customer's request. Nothing further reported.